Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the station had black screen and drawer board need to change. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, it was determined that main drawer had caused a power failure on the machine. A field service engineer (fse) replaced the drawer with a new one, as the full height cubie drawer showed considerable wear and was deemed better to replace. The rails were failing, the drawer was warped due to continuous kicking, and the control boards also required an update. After replacing the drawer, the system functioned properly. Diagnostics confirmed that everything was working as expected, and there were no further issues reported. The system functioned as intended after the field service engineer repaired the device.